Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect c4000 analyzer generated a co2 result of < 5 meq/l. The patient had historically been at 24 meq/l. The sample was repeated on another analyzer and a result of 17 meq/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
During the course of troubleshooting, the customer replaced all three probes on the instrument. However, the customer believed the cause of the low co2 result was bubbles in the sample. Customer complaint data was reviewed and no adverse trends were identified. Review of the architect c401694 service history revealed no subsequent complaints of discrepant/erratic results were reported. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify and malfunction or product deficiency.

Event description:
The customer stated that the architect c4000 analyzer generated a co2 result of < 5 meq/l. Review of abbottlink indicated a result of 2.51 meq/l was generated. The patient had historically been at 24 meq/l. The sample was repeated in duplicate and results of 16 and 17 meq/l were generated. There was no report of impact to patient management.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified.